Event description:
In 2002, arthroscopic surgery for right shoulder labral tear/slap with anterior instability, and thermal capsulorrhaphy, right shoulder. Painbuster/catheter with 0.5% bupivacaine to shoulder after surgery. The dr noted: the glenohumeral joint was free of chondromalacia. In 2006, x-rays taken of rt shoulder, and found to have moderate glenohumeral degenerative joint disease. In 2007, x-rays revealed: right side severe glenohumeral joint space narrowing with positive peripheral osteophyte seen at the inferior humeral head and medial inferior glenoid. Dose or amount: 100 cc. Route: 014. Dates of use: 2002. Diagnosis or reason for use: rt shoulder labral tear/slap.